Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. Reportedly, the pump was showing incorrect time and date after the reporter had reset the time/date on pump reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found that the time/date reset to default after a power on reset on 04/23/2014. Time was then manually changed twice on the same day, once to 12 am and once to 1:30 pm. On investigation, the pump powered up with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The time keeping accuracy was found to be within specifications after a 5 day test period. Upon removal of the primary aa battery, the pump would not retain the user programmed date and time settings. When a new aa battery is inserted the pump displays the default date and time. The reported time keeping issue was verified in the black box but not duplicated during the investigation. Unrelated to the time/date issue, the display was dim and discolored.